Event description:
It was reported that they had multiple issues in the past month or so regarding difficulty removing the foley catheter due to issues with balloon deflation and leaking after insertion. They had a few safety events, with one of them including numbering from the foley bag itself. They did ask the department to see if they can keep any products, they have issues with they just recently had one yesterday with the issue of balloon deflation again. Some of their obstetrics and gynecology patients were receiving trauma as well with removal due to the balloon still being partially or fully inflated. They had been talking with their staff there, but would they be able to help them with the product issue, and they were not sure if they would be interested in getting the products they had been having issues with and how they would go about that. No medical intervention was reported.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted inflated with inhouse syringe and 10 mbs. Balloon concentricity ok, rested with no leaks. The inhouse syringe was connected and the balloon deflated passively in 1 minute and 34 seconds with no issues or cuffing. The catheter was separated from the drain bag and the drainage funnel was flushed. No leaks were noted. The drainage bag was partially filled with di water and no leaks were evidenced either. The bag was emptied with no issues. DHR reviews is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had multiple issues in the past month or so regarding difficulty removing the foley catheter due to issues with balloon deflation and leaking after insertion. They had a few safety events with one of them including numbering from the foley bag itself. They did ask for the department to see if they can keep any products, they have issues with they just recently had one yesterday with the issue of balloon deflation again. Some of their obstetrics and gynecology patients were receiving trauma as well with removal due to the balloon still being partially or fully inflated. They had been talking with their staff there, but would they be able to help them with the product issue and they were not sure if they would be interested in getting the products they have been having issues with and how we would go about that. No medical intervention was reported.